Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, after making 2 seals, the jaws were closed and the device was pulled out of the trocar. Then the device was inserted through the trocar, but then the jaws did not open. There were no other materials grasped while in use. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the device was returned with the jaw close. The reported condition was confirmed. The investigation found that the handle of the device was difficult to open, unless forced. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open. The investigation identified the root cause of the reported event to be mishandling by the user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, after making 2 seals, the jaws were closed and the device was pulled out of the trocar. Then the device was inserted through the trocar, but then the jaws did not open. There were no other materials grasped while in use. New device was opened to continue. No patient harm.